Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced ventricular flutter and cardiac arrest that required CPR (cardiopulmonary resuscitation). The patient kept going into ventricular flutter during the case and the patient crashed. CPR was performed, but it is unclear if any further medical intervention was provided. The patient stabilized. The procedure continued. Ablation had been performed prior to the injury. The yellow patch cable also became damaged due to the CPR that was performed. Part of the wires became detached from the yellow patch cable. The yellow patch cable was replaced and the procedure continued.